Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia and also reported a difference between sensor glucose and blood glucose values. The customer treated hyperglycemia through pen injection. The customer reported blood glucose value was 440 mg/dl. The event involved product(s) mmt-7040c9. The blood glucose value was 440 mg/dl and the sensor glucose value was 200 mg/dl. Troubleshooting was not performed for high blood glucose/under delivery and sensor glucose and blood glucose values. Customer was using insulin pump system within 48 hours of reported high blood glucose event and also using automode/smartguard was in use at the time of the high blood glucose event. No further patient complication was reported. The customer will continue the use of pump. No product return is required for mmt-7040c9.